Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally despite attempting power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the battery gauge would not increase past 5%. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump and contact their healthcare provider for alternate insulin therapy.